Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen unresponsive issue was verified. Additionally the alleged low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 388 mg/dl. Reportedly the customer had an alternate pump for insulin therapy.